Event description:
The user facility reported that the issue occurred during left superficial femoral artery (sfa) treatment using a crossover approach from the right inguinal region. Destination 6f 45cm and nipro chevalier 014" wire were used. After predilation, misago 7×10 was inserted and expanded. They said that, after the deployment, when they tried to remove the delivery system, it seemed to get tangled with the wire and they couldn't pull it out. Since it was just after the placement, it was removed as is with the wire into the guiding sheath. As the vascular diameter was increased, and the blood flow was maintained after the predilation, the procedure was ended and the patient was kept for observation. The procedure outcome was not reported. The patient was not harmed and no parts remained in the patient's body.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3: patient sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided . D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. 1 inspection of the actual sample 1.1 upon examining the actual sample sent to us, we found the following. The stent had partially deployed from the distal end of sliding part. The release wires fixation point was damaged. The distal shaft had been disconnected from the intermediate shaft. The intermediate shaft had been displaced toward the rear end and rode up on the proximal shaft. The thumbwheel had been unlocked; 1.2 the distal tip section of the actual sample was checked with a microscope and found to have abrasions. From this, it was inferred that some hard object (e.g., deployed stent) came into contact with this site. 1.3 magnifying inspection of the deployed part of the stent found no anomaly such as a breakage or deformation of the stent struts. 1.4 magnifying inspection of the sliding part (stent- mounted part) found the following. 1.5 the distal end of the sling part was flared. 1.6 a crush was observed at approx. 20mm from the distal end of the sliding part. 1.7 electron microscopic inspection of the sliding part (stent-mounted part) found multiple abrasion marks in the area from the distal end of the sliding part to about 70 mm from the distal end. From this, it was inferred that some hard object (e.g., calcified lesion) came into contact with this area. 1.8 magnifying inspection of the shaft section found the following. Deformation and exposure of the release wires at the release wire fixation point, approximately 170 mm from the distal end no anomaly such as roughness or tear at the disconnection point of the distal shaft from the intermediate shaft - the area where the intermediate shaft rode up on the proximal shaft was where the edge of intermediate shaft had turned back and got under itself. 1.9 x-ray fluoroscopic inspection inside of the actual sample found the following. There was no anomaly such as blood clots, clogging of contrast media, or breakage of the inner surface that could cause stuck with the guidewire. The release wires had no anomaly such as a fracture or kink. As for the inside of the handle, in comparison with the condition of a current product, it was found that the thumbwheel had been clicked and the release wires had been wound in the thumbwheel. 1.10 an attempt to release the actual sample was made. In the course of clicking the thumbwheel, a kink occurred in the inner shaft that had been exposed at the disconnection site between the distal shaft and the intermediated shaft. As a result, the stent could not be deployed. 1.11 the outer diameter of the undamaged part of the sliding part of the actual sample was measured and confirmed to meet our factory's specification, and no anomaly was observed. 2 history investigation 2.1 review of the manufacturing history record and the shipping inspection record of the involved product code/lot number combination confirmed that there were not any anomalies in them. 2.2 a search of the complaint file found no other similar report with the involved product code/lot# combination. 3 product structure and mechanism of occurrence this product has a structure in which the stent self-dilates by rotating the thumbwheel (winding up the release wire connected to the sliding part) and pulling the sliding part toward the proximal side. If the stent is released while the sliding part of delivery catheter is trapped in a calcified lesion, etc., the sliding part will be hindered from being pulled toward the proximal side, and the stent may not be deployed with a normal number of clicks. In addition, since the release wires only are continued to be wound at that time, compressive force is applied to the shaft and waviness occurred. In addition, if the force that traps the sliding part is greater than the force that pulls the sliding part toward the proximal side, a force to push the inner shaft located inside acts, and the inner shaft (radiopaque marker) attempts to move forward. This may cause the stent to be pushed out by the proximal marker on the inner shaft. 4 simulation tests regarding the above mechanism of occurrence, we have conducted the following simulation tests-1 and -2 in the past. 4.1 simulation test -1: failure to deploy stent (1) in a simulated lower extremity vascular model, a contralateral approach was performed with a 6fr destination, a factory-retained misago was advanced to left sfa along a factory-retained 0.035" guidewire. (2) the simulated vascular tube was tightened with a cable tie to narrow the inner diameter to make the sliding part (stent mount part) trapped. (3) an attempt to release the misago was made. It was felt heavy from the seventh click. At the eighth click, compressive force was applied to the proximal shaft that was located outside the patient body causing waviness. In addition, the inner shaft located inside was advanced and the stent began to partially come out from the distal end of sliding part, but it had not been fully deployed yet. (4) each further click increased the weight of the click, and in ten clicks, a part of the stent exited from the distal end of the sliding part (however, the stent had not been fully deployed). 4.2 simulation test 2: failure to remove delivery catheter after the simulation test 1, an attempt was made to remove the misago. When it was pulled to the distal end of destination, the stent began to deploy and could not be retracted into the destination. The deployment of the stent was considered to have occurred as a result of the stent part that was partially protruding from the sliding part being caught at the simulated stenosis or at the distal end of the distention during removal, and an extraction load was applied to the misago in that condition. 4.3 as for the mechanism of the disconnection of the distal shaft from the intermediate shaft, and the intermediate shaft riding up to the proximal shaft, the following simulation test 3 was conducted. Simulation test 3: deformation of intermediate shaft (1) the distal end of a factory-retained misago was trapped intentionally, and the intermediate shaft was gripped and pulled. (2) as a result, the distal shaft was disconnected from the intermediate shaft. (3) when further pulling force was applied, the intermediate shaft shifted toward the proximal side and rode up on the proximal shaft. 5 cause of occurrence/conclusion in this case, the following mechanism was considered as one of the possibilities, however, the timing of the occurrence could not be clarified because the details of the occurrence situation were unknown. (1) since the sliding part of the actual sample was trapped by calcified lesion or alike, the movement of sliding part to the proximal side was hindered, and the stent could not be deployed with the usual number of clicks. (2) in the state of (1), the sliding part was prevented from moving toward the proximal side, and the reaction force to push the inner shaft located inside acted, and the inner shaft (radiopaque marker) tried to move forward. This resulted in the stent being pushed out by the proximal radiopaque marker on the inner shaft, with a part of the stent protruding from the distal end of the sliding part (the stent was not fully deployed at this time). (3) in the state of (2), an attempt was made to remove the actual sample. As a result, the protruding part of the stent was caught on the calcified lesion or the distal end of destination, which resulted in the difficulty in removing the misago. (4) in the state of (3), when the actual sample was subjected to continuous removal force further, the stent exited form the sliding part and deployed, which made it more difficult to remove the misago. (5) in the state of (4), when the intermediate shaft was gripped and pulled, it was disconnected from the distal shaft, shifted toward the proximal side, and rode up on the proximal shaft relevant instructions for use (IFU) reference: "[precautions] pre-dilatation of the target vessel is recommended." "Directions for use 3-6 to maintain the position of the delivery catheter while rotating the thumbwheel, grip the delivery catheter by hand at the operator side (proximal) of the intermediate shaft and do not move the delivery catheter at the operator side of the intermediate shaft." " directions for use 4-3 precautions deploy the stent completely, even if the delivery catheter bends and corrugates. (Removal of the delivery catheter prior to full deployment of the stent could cause the stent to deploy in an unexpected site.)" Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).